Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Patient reported a burning smell coming from the pod and seeing a brownish color liquid. The patient was wearing the pod between 4 and 24 hours. The patient did not need to seek medical intervention and no harm occurred to the patient.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.